Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to paralysis in the legs following the procedure. The patient's symptoms included loss of function and sensation in the lower extremities. According to the physician's assessment, the device contributed to these complications, as the patient had full sensation prior to implantation. Post-procedure, the patient continues to experience lower extremity weakness and numbness, the patient was admitted to the hospital beyond standard of care and was sent to a rehabilitation facility. The explanted devices will not return for analysis as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 803828. UDI: (B)(4).